Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported a vitrectomy cutter was not able to cut and an abnormal sound occurred during a procedure. The surgeon tried to use three other cutters, but the problem was not solved. The console was changed and the procedure was completed with no impact to the patient. Additional info provided from the facility advised that the event was a result of user handling and there were no issues with the devices used.